Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery was only lasting two to three days and then would shut off or suspend. Customer was awoken by a "no power" alarm. Customer's blood glucose was 400 mg/dl which was treated with manual injection. Customer also reported of receiving a no delivery alarm. After troubleshooting, customer was advised that battery cap would be replaced.